Manufacturer narrative:
Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported that 2 months after the dental implant was installed in intraoral region #30 it was verified its non osseointegration. Thirty ncm of primary stability was achieved and immediate load was not performed.